Manufacturer narrative:
Correction: h6 component code. H11 health code. D9 product available to stryker. H6 device code to the correction status. The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: the received device shows visible signs of wear. The damage is primarily located at the drive end, where the flutes on the torx head appear twisted. This deformation suggests that the hexagonal screwdriver was repeatedly subjected to high torque applied at a non-axial angle. Such off-center force created torsional stress that exceeded the mate-rial¿s yield point, ultimately causing the observed deformation. A dimensional and functionality test was not possible as the returned device is clearly deformed rendering it nonfunctional. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. Additionally, a hardness test revealed the device to meet the required specification. Based on investigation, the root cause was attributed to a user related issue. The instrument was damaged by the end user in a self-admitted incident in the operating room. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that items were identified as broken by the sales representative after the case during tray flipping.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that items were identified as broken by the sales representative after the case during tray flipping.